Event description:
Patient came to clinic on (B)(6) 2023 for equipment issues. Both hvad controllers were replaced today as a patient safety action. Log indicated fault alarms on primary controller and backup controller (currently connected to patient) showed high watts alarms. The patient tolerated controller exchange without complication. Backup controller also exchanged.